Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified crease flat, wear abrasion and two openings curved on the anterior. Leak test and microscopic analysis was performed which identified two openings striated on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated openings due to surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.